Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be performed due to the unresponsive keypad. No moisture damage was noted to the display board, mother board, interface circuit board, radio frequency circuit board, motor, vibrator, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, corroded battery tube, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was 269 mg/dl. In the alarm history a failed battery test, battery out limit, and a displayable history check failed on startup alarms were found. The insulin pump was stored without a battery. The esc button on the insulin pump was unresponsive. Customer's blood glucose level was 269 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.